Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Pump received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 421 mg/dl. The patient treated with an insulin pump bolus. His blood glucose was 195 mg/dl at the time of call. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The mother declined to review the device settings. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was returned for analysis.